Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that upon removal of sensor due to sensor failure approximately one year ago, the sensor wire was visible protruding from insertion site. Patient removed the wire with his fingers. At the time of the call to technical support, the patient reported that he is in fine condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.